Event description:
An implantable cardioverter defibrillator (ICD) system was returned from portland cremation center with no information. Information identified in the paperwork indicated the patient died approximately 3 weeks post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. (B)(4).

Event description:
Additional information was received that the cause of death provided on the death certificate was recurrent and refractory ventricular tachycardia (vt) secondary to coronary artery disease.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.